Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the device was evaluated, and reportable malfunctions were noted where the forceps cover and light cover had a missing ke-45 adhesive and the probe rubber was peeling. The most probable cause of the discovered damage is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the forceps cover and light guide cover of the ultrasound gastrovideoscope had missing ke-45 adhesive, and the probe rubber was peeling. There was no patient involvement.